Manufacturer narrative:
After clinical review of this file performed on (B)(6)2020, it was decided to update code late onset seroma to early onset seroma, to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, capsular contracture, late onset seroma, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast surgery with a gel mentor breast implant of unknown type and suffered from sickness, depression and anxiety. The patient experienced symptoms of generalized illness, bilateral late onset seroma, bilateral capsular contracture baker grade IV, bilateral rupture, breast redness, lesions, sores, smell on skin and gray skin, leaking nipples, headache, pain, hair loss, tiredness, joint pain. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the right breast implant.